Manufacturer narrative:
Additional information b3 - date of event updated. D9 - device return. H3 - yes, evaluation. H4- manufacture date. H6 - codes updated. Investigation results: visual inspection: the ceramic body shows no cracks or splintered or chipped off parts. The fallen-out metal body shows solder residues at its tip. The fallen off hook of the electrode shows heavy signs of wear (pronounced porosity caused by ion migration) and residues of solder. The edges of the transition from the ceramic body to the metal body were examined and there were no cracks or splinters that would have indicated mechanical stress. Inside the ceramic body, traces of the adhesive used to glue the metal body into the ceramic body were still visible. Batch history review: the ceramic part of the returned electrode was engraved with the manufacturing date may 2022. However, the specific batch could not be identified from the provided parts. Based on this circumstance, the device history records (DHR) for all batch numbers produced in may 2022 namely 52761974, 52762096, 52763663, and 52766738 were reviewed and confirmed to comply with the manufacturer's specifications valid at the time of production. There are no similar complaints against the respective lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with product gk384r - reusable instruments. According to the complaint description, during a laparoscopic procedure, the surgeon lifted the diathermy hook and the hook came apart in 2 parts; the plastic outer sheath separated from the metal inner part. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also after meaningful attempts, no further information could be received. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.